Event description:
The prod was used with a one-step procedure (not over the wire). When the catheter was in place, they wanted to remove the inner needle and the outer cannula (stiffener). However, it was impossible to remove the stiffener as a result, the catheter began to accordion. The pt experienced pain and blood in the pyelum and abdomen. It was decided to use a one-step or quick stick procedure. We were further advised that a double j catheter was placed by the urologist.

Manufacturer narrative:
Eval: no product was returned to assist in our investigation. Therefore, we are unable to determine with certainty why this difficulty may have been experienced. However, we will continue to monitor this product.